Event description:
It was reported that the pt has been experiencing pain. Pt has tenderness in hip joint. He does not feel much pain when walking except when going up steps or going up an incline.

Manufacturer narrative:
At this time, the pt was unable to identify the devices implanted, however, believes them to be either rejuvenate or abg ii. Add'l info has been requested and if received, will be provided in a supplemental report.